Event description:
It was reported by the clinician that the cardiac resynchronization therapy defibrillator (crt-d) was showing pacemaker spikes with no following qrs complex at times.  It was noted that the device is new, and the automatic lead test have not had a chance to run, so there is not a lot of information regarding the leads at this time.  Device appears to be currently functioning as programmed.  The device remains in use.  No patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant prodct 479888 lead implanted: (B)(6) 2024. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.